Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient was examined and it was noticed that #18 has parl. The tooth needs to be addressed and orthodontic treatment needs to stop.